Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed, screen had displayed please close the drawer message, although the drawer had already been closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer inspected the device and ran the hardware test application (hta) and found a medication jam in the rear of the full-height (fh) drawer, which was preventing it from closing properly. The jam was cleared, and the drawer was tested again using hardware test application (hta). All tests passed and the drawer became fully operational. The system functioned as intended after the field service engineer repaired the device.